Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Provide a date when second tvt was implanted? Was there 1st tvt removed before 2nd tvt implanted? If no, please provide a date of surgery when 1st tvt was implanted? Please specify any concomitant procedures or other device implantation performed? Other relevant patient history/concomitant medications? Product code and lot number for each implanted tvt? Onset date/time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? When was small cyst observed? What is a cause of small cyst? Date, indication and surgical findings for the ¿right arms tvt's¿ removal? Is ¿right arms tvt's¿ removal belong to 2nd mesh only or to both tvts? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Event for 1st tvt mesh implanted submitted via 2210968-2020-02824. Event for 2nd tvt mesh.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the second mesh was implanted. The patient experienced abdominal pain on the right side and known small cyst. It was reported that pain started after mesh was implanted and the right arm of mesh was removed laparoscopically along with right ovary. Additional information has been requested.